Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, a patient was implanted with a locking compression plate (lcp-plt). The patient needed to have a post-operative removal of the lcp-plt on (B)(6) 2013. During the removal of the screws it was discovered that three of the proximal screws were worn out. This prevented the removal by the surgeon. The surgeon used a drill bit to finish the removal. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.